Event description:
Information was received from a healthcare provider regarding a patient receiving unknown baclofen via an implantable pump. The indications for use was intractable spasticity. It was reported that the healthcare provider (hcp), a physician, stated that the patient had a refill yesterday but had reached low reservoir alarm. The hcp stated patient went home after the refill and heard the pump continuing to alarm. The hcp stated that the patient was back in office today, the pump was reinterrogated, and no new events were displayed in the logs. The manufacturer's technical services specialist (tss) discussed known issue of the low reservoir alarm not silencing at update. Tss walked the hcp through silencing the active alarm.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.